Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number gd894105 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the sponge inside of the connection shield did not have an adequate amount of povidone iodine. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.